Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip failed to deploy. No patient complications resulted from this event. The patient's condition following the procedure was reported as "not compromised." Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Reported issue of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip failed to deploy. No patient complications resulted from this event. The patient's condition following the procedure was reported as "not compromised." Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was mashed onto the bushing. The clip could not be deployed and the prongs would not open or close; however, the prongs were not locked into the capsule. The over sheath assembly was not returned. Based on the condition of the returned device, the reported failure of clip unable to release from the catheter was confirmed. It was confirmed that the over sheath was removed from the device prior to the procedure. The dfu instructs the user to advance the device down the scope with the over sheath on the device. Using the device without the over sheath may have caused the damage to the device that was observed by the customer. Given the event description and condition of the returned device, it showed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.